Event description:
Reportedly, in 2006 dr performed a functional end to end anastomosis where the stapler and reload functioned properly. Patient was recovering at home when the patient became sick and was experiencing pain and bowel leak. Patient went back to the hospital and was admitted. Sixteen days after initial surgery, another dr performed an exploratory lap procedure where he found an opening (small hole) at the crotch of the anastomosis. Surgeon repaired the opening and a colostomy was performed but dr stated he "probably" made the hole larger due to cleaning the area of adhesions and inflammation. Per surgeon, patient tissue appeared pink and healthy. Sex: unk. Procedure: colectomy.